Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1806, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer became very ill due to having the device implanted into her body. Even after removal she was suffering from the side effects of essure. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an unspecified time later, underwent the removal of essure. This event was considered serious due to medical significance and is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the removal was not specified. The time interval between essure insertion and removal was not reported. Consumer stated that even after removal she was suffering from side effects, suggesting that the device was not the only responsible for her symptoms. However, given the nature of the event removal of essure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 07-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an unspecified time later, underwent the removal of essure. This event was considered serious due to medical significance and is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the removal was not specified. The time interval between essure insertion and removal was not reported. Consumer stated that even after removal she was suffering from side effects, suggesting that the device was not the only responsible for her symptoms. However, given the nature of the event removal of essure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.